Manufacturer narrative:
(B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the right eye using the ez-28 delivery device. During lens insertion the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. Additional info has been requested. Reference MDR #1119279-2011-00034.